Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision bi-lateral recommended. Asr xl acetabular system. Reason(s) for revision: unknown. Update: added revision date, hospital name, surgeon name and reason for revision. Received: october 1st 2012. Reason(s) for revision: alval / soft tissue reaction. Asr revision bi-lateral recommended due to take place - (B)(6) 2012. Update: added side to be revised, further reason for revision and added products. Received: november 13th 2012. Left side hip revised on (B)(6) 2012. Left side products are 1, 4 and 5. Reason(s) for revision: alval / soft tissue reaction - metallosis. No plans for the right at this stage as this patient has many complications - patient has products 2, 3 and 6 in right side. Update- added date of revision from claimsuite dated 13th november 2012. Update: added reason for revision, product type and revision date added for right side. Received: january 3rd 2012. Right side hip due to be revised on (B)(6) 2013. Left side products are asr xl; products 2, 3 and 6. Reason(s) for revision: pain. Update 21 apr 2015 - update claimsuite received for right side. Added stem details. See (B)(4) for left side.

Manufacturer narrative:
It was reported to depuy in error that this product had been explanted. This product is still implanted and has not been removed. This report is considered closed at this time.

Event description:
Asr revision; asr xl acetabular system; reason(s) for revision: alval / soft tissue reaction.